Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump failed the high pressure test while troubleshooting for hyperglycemia. The customer's blood glucose was unknown at the time of incident. The customer¿s current blood glucose level was 6.4 mmol/l. The customer was treated with manual injections for hyperglycemia. The customer was assisted with troubleshooting to perform high pressure test and the insulin pump failed the test. The customer repeated the test and the insulin pump failed for the second time too. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test.